Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experience an issue with their heart pulse and heart rate. The patient was transported to the emergency room. While in the emergency room, the patient's "heart stopped". It was noted that the patient's implantable cardioverter defibrillator malfunctioned and exhibited premature battery depletion. The patient passed away on (B)(6) 2015. The cause of death was unknown. No additional information was reported.